Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: the device was manufactured at one of the following facilities: baxter healthcare - singapore 2 woodlands industrial park d singapore 738750 singapore . Baxter healthcare - tunisia route de chebbaou 2021oued e tunis tunisia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a homechoice cassette and a solution bag. The event was further described as ¿when connected to the cassette, it doesn¿t lock because it's fuzzy¿ "this was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.